Event description:
It was reported that there was an over infusion of insulin. The infusion was started at 1057, 4ml/hr, on the syringe (8110) pump. The rate was then changed at 1200 to 3ml/hr. Although requested, further information was not provided.

Manufacturer narrative:
After investigation findings, (B)(6) turns from suspect to concomitant. So, semdr filed for changing from suspect to concomitant. Moving onwards emdr/semdr not needed for concomitant product.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation.

Event description:
It was reported that there was an over infusion of insulin. The infusion was started at 1057, 4ml/hr, on the syringe (8110) pump. The rate was then changed at 1200 to 3ml/hr.